Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized on (B)(6) 2024 due to peritonitis. Follow-up with the patient pd registered nurse (pdrn) confirmed the patient was hospitalized on (B)(6) 2024 due to peritonitis. A peritoneal effluent culture and cell count (wbc = 948 u/l) were obtained, and the patient was treated with intraperitoneal (ip) vancomycin (dose, frequency, duration not provided). The peritoneal effluent fluid culture returned positive for staphylococcus lugdunensis, and the patient¿s vancomycin was discontinued and replaced with cefazolin (route, dose, frequency, duration not provided). The patient was discharged home on (B)(6) 2024 in stable condition and resumed utilizing the same liberty select cycler without reported issue. The pdrn reported the patient has recovered from the serious adverse events, and follow-up wbc count obtained on (B)(6) 2024 revealed a decrease to 9 u/l. The pdrn was unable to provide the cause of the peritonitis; however, the pdrn stated the patient did not encounter a fluid leak and/or fresenius device(s) and/or product issues.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse event of peritonitis, which required hospitalization and antibiotic therapy. The etiology of the patient¿s serious adverse events is unknown; therefore, causality cannot be firmly established. However, there was no indication a fresenius device(s) and/or product(s) malfunction and/or deficiency occurred. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneal. Staphylococcus lugdunensis is a coagulase-negative bacteria considered to be a part of normal skin flora. Based on the information available, the patient¿s liberty select cycler and liberty cycler set can be disassociated from the serious adverse event. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse event. Furthermore, there was no report that a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized on (B)(6) 2024 due to peritonitis. Follow-up with the patient pd registered nurse (pdrn) confirmed the patient was hospitalized on (B)(6) 2024 due to peritonitis. A peritoneal effluent culture and cell count (wbc = 948 u/l) were obtained, and the patient was treated with intraperitoneal (ip) vancomycin (dose, frequency, duration not provided). The peritoneal effluent fluid culture returned positive for staphylococcus lugdunensis, and the patient¿s vancomycin was discontinued and replaced with cefazolin (route, dose, frequency, duration not provided). The patient was discharged home on (B)(6) 2024 in stable condition and resumed utilizing the same liberty select cycler without reported issue. The pdrn reported the patient has recovered from the serious adverse events, and follow-up wbc count obtained on (B)(6) 2024 revealed a decrease to 9 u/l. The pdrn was unable to provide the cause of the peritonitis; however, the pdrn stated the patient did not encounter a fluid leak and/or fresenius device(s) and/or product issues.